Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. No sound when device is turned on.

Event description:
There was no patient involved. No sound when device is turned on.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 360p passed ¿out qat from heartsine technologies on the 6th march 2018. On receipt the device could not be powered on. Visual inspection revealed the membrane tail was misaligned. This had resulted in the pins within the j11 connector not aligning correctly with the membrane tail tracks, causing the on/off button line to remain in open circuit. This had prevented the grounding of track 13 upon pressing the on/off button, causing the button not to work. No manual power ons were recorded in the history log following release from heartsine. This would indicate the user had detected the fault during installation and had never successfully powered on the device. However, this would appear to have been interpreted by the customer as a lack of audio from the device, as per the reported complaint. The fault was resolved after correctly reinstalling the membrane into the j11 connector. Heartsine records indicate the device had performed to specification throughout testing on the 6th march 2018. This would indicate the membrane tail had made sufficient contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 360p.